Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl and diabetic ketoacidosis considered dangerous. Suspected cause was an unspecified pump issue resulting in insulin deliveries being stopped. At the time of the report, the customer was also fighting a cold which may have resulted in the elevated bg. No issues were observed with the cartridge, infusion tubing or cannula and no alerts/alarms were found in the pump history that could have resulted in insulin deliveries being terminated. Customer went to the emergency room (ER) and was subsequently hospitalized for bg. Insulin was administered as treatment. At the time of the report, customer remained hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.